Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2026. On 04/20/2026, around 6:00 in the morning, the patient reported that his dexcom alerted a reading of 68 mg/dl. After the patient drank some orange and pineapple juice, her readings went back up, then it went back down again. She kept on snacking on a beef stick and a peanut butter cracker, but still nothing was working. When her blood glucose hit 48 mg/dl, she didn't feel well. She mentioned that she has had unexplained focal seizures since she was 25 years old. Her nurse practitioner thought that maybe the seizures could be coming from her glucose. The patient experienced seizures during the morning so she called her husband. Her husband got her and took her to the emergency room (ER), where she ended up having a seizure at the ER as well. When they arrived at the ER, she was taken by wheelchair and was able to tell the admitting nurse what was happening, and then they checked her blood glucose, which was showing below 30 mg/dl. The nurses did some bloodwork for her and took a finger stick 3 times until the readings became stable. First bg reading was taken around 9:58 am, showing 107 mg/dl, second one was taken around 10:57 am, showing 92 mg/dl and lastly around 12:54 pm, the third bg reading showed 118 mg/dl but on his cgm, it was showing 48 mg/dl. When the bloodwork came out good, she was sent home. She had been at the ER for only 4 hours. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid while the patient was in the emergency room (ER) on (B)(6) 2016 at 12:54 pm. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.